Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 27th april 2025, it was reported by an arthrex employee via email that for an ar-4501, meniscal cinch ii, the first anchor was set successfully while the second button was stuck. A 2nd ar-4501 was used but the same issue happened. A local brand cutter was used. This was detected during a meniscus repair procedure on (B)(6) 2025. The procedure was completed successfully by using another ar-4501. There was no patient harm, and no secondary procedure needed.

Manufacturer narrative:
Additional information: g3, h3, h6: the complaint allegation was confirmed. One unpackaged ar-4501 serial/batch: (B)(6) was received for evaluation. Functional testing was not performed as the deployed buttons are stuck due to damage to the deployment system. Visual inspection revealed that the internally deployed system was bent, causing the device to be damaged. The most likely cause of the reported and observed device failure is user error. Applying excessive force during use can bend the deployed system and prevent the device from functioning as intended.